Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle never pulled out it stayed in. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.